Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime and system sensor test due to loose/flush drive support disk. Pump passed the stop current test, run current test, off no power test, restart error test, self test, displacement test, rewind and basic occlusion test. Unable to perform the no delivery test due to prime anomaly. Motor passed motor test. Pump had cracked case at display window corner, battery tube threads,reservoir tube, broken belt clip slot, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump excessively alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump was able to complete the rewind sequence after failed attempts. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.